Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple minimum fill messages occurred. Reportedly, the cartridges were filled with between 200 units to 225 units. The customer reported a blood glucose (bg) level of 486 mg/dl. The cause of the bg level was unknown and the bg level was addressed with a manual injection. Reportedly, the customer's bg level lowered to 39 mg/dl due to the manual injection. The customer ate cereal to address the bg level. A new cartridge was successfully loaded to address the event and insulin delivery was resumed.